Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the endoscope reprocessor had a broken b1 connector. There were no reports of patient harm. The device was evaluated on site by an olympus field service engineer. During the device evaluation, the following reportable malfunction was found: due to a damaged connector, the connecting tube could not be connected to the channel connector in the reprocessing basin. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. H4 has also been updated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over a year since the subject device was manufactured. Based on the results of the investigation, it is likely that the connector was hit with hard objects, and/or loosened. As a results, the connecting tube could not be could not be connected to the connector. The connector may have been loosened by accumulated stress going towards the wrong direction. User can detect/prevent the suggested event by conducting inspection in accordance with the following IFU. Chapter 5 inspection and preparation before use 5.6 inspecting the connectors check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents. Do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral devices or facilities near the equipment. Olympus will continue to monitor the field performance of this device.